Event description:
The pt stated that her insulin infusion device started audibly "beeping frantically", then shut down. She reported that the infusion device did not given her an a2 (low power pack warning) alert or e2 (power pack depleted) error message prior to shutting down. She acknowledge forgetting to replace the power pack after two weeks of use. The pt was aware of the power pack recall. During troubleshooting with a company rep, she replaced the power pack, then conveyed that the infusion device was performing properly. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.